Manufacturer narrative:
There is another complaint (B)(4) on this device. On 2/26/2024 when this complaint was opened, a decision tree was done to deem this a non-reportable event. On 7/30/2024 the reportability was updated. Following 007-wi-001-f001, which made it a 30-day reportable product malfunction now. During functional testing, the reported issue was not confirmed. There was no pressure error on post, and the pump occluded at passing ranges during the 8 and 30 psi test. There were no constant occlusion alarms during investigation of the returned device. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint # (B)(4).

Event description:
On 02/23/2024, znyo medical received a report from a customer reporting they were getting an error message on their pump and the pump would not run an infusion. Per the customer the pump turned on occlusion message and there was no occlusion going on with the pump. Customer stated that on (B)(6) 2023 the pump was giving the 'occlusion' alarm anytime an infusion was started. No patient harm/injury reported.